Event description:
It was reported that during the implant procedure, the right atrial (ra) lead dislodged. The physician attempted to reposition the lead in the following day, but was unsuccessful due to thrombosis in the left subclavian vein. The ra lead was explanted and returned for analysis. No additional patient consequences were reported.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead dislodged. The physician attempted to reposition the lead in the following day, but was unsuccessful due to thrombosis in the left subclavian vein. The ra lead was explanted and returned for analysis. No additional patient consequences were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.